Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicator does not flash.

Manufacturer narrative:
The pad device was installed on (B)(6) 2012 and operated successfully until (B)(6) 2013. Initial testing of the returned device had no indication of te status led. The device was disassembled for investigation and it revealed a failure of the green status led. This would result in the absence of the device status led, confirming the reported fault. The device membrane was replaced and the device performed to spec. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.